Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.